Event description:
The ventilator went fail to cycle, the hospital turned the ventilator off and on again. No error code noted at the time of the event. The event occurred 1/28/97 at around 3:15 pm. The settings were vt 750, simv 18, psv 20, peep 10,5o% oxygen. No pt complications or injury.